Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room and was admitted due to a hematoma at the scs lead site. Per the physician there were no issues placing the lead. The patient was programmed postoperatively and was in stable condition showing no symptoms. However, when the patient was admitted the patient was paralyzed from the waist down, the hematoma was discovered at t8 near the tip of the scs lead. The hematoma was removed and a decompression procedure was performed, but no improvement of motor function. Follow up information obtained identified the patient was at a rehab hospital undergoing physical therapy and a variety of other therapies.

Event description:
Additional information received identified the patient was no longer in the rehab hospital. Reportedly, the patient continues to have no movement from the waist down. In addition, the patient will be working with an in-home health care/hospice, but no other interventions were planned.

Event description:
Follow up information received identified the patient was still receiving physical therapy at the rehab hospital, but has not regained any movement below the waist.